Manufacturer narrative:
Device evaluation: analysis was completed for the umbilical cable that was returned. The cable was not able to be tested due to physical damage on the port, so the reported complaint was unable to be confirmed. It was noted that the handle on the port cover was missing. Analysis determined that there was a physical damage failure with the returned umbilical cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter occupation is radiologic technologist (rt) and radiology supervisor at the site. A manufacturer representative went to the site to test the equipment. It was found that the system would not power up due to a bad detector connection in the umbilical cable. The umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) would not power on properly. The green led indicating line power was on. When the power button was clicked the button would light up, but the system did not boot up. When trying to power the system off, it would not power off. The site then unplugged the wall outlet to have the system power off due to uninterruptible power supply (ups) discharge. There was no patient present when this issue was observed.